Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: investigation of the returned device confirms the complaint; the distal tip of the lever has fractured. The broken off piece has not been returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Items were flagged during the sterilisation process. Device is reported to be broken.